Event description:
It was reported that during a laparoscopic cholecystectomy procedure, device was deployed to retrieve the gall bladder. When the doctor tried to retract the device, the "prongs" broke free from the device and the device tore. No pt consequences.